Manufacturer narrative:
Product event summary : the actual lead was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed the lead diagnostics showed the atrial lead impedance had gradually decreased with a lifetime minimum of 256 ohms. A polarity switch had occurred and there was an atrial lead warning on (B)(4) 2014.

Event description:
It was reported that the right atrial lead had low impedance in the bipolar configuration and the threshold had increased, consequently a polarity switch to unipolar occurred. Because of the higher pacing output in the unipolar configuration, the device battery longevity estimation decreased so a lead revision is being considered by the physician. The lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr1 ipg implanted 2009-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.